Event description:
It was reported that the pt presented to the hosp after receiving a pt notifier for out of range lead impedance. The lead exhibited single low out of range pacing and high voltage lead impedance measurements. Upon interrogation, lead impedance measured within range and consistent with the historical lead impedance. The pt would be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.